Event description:
It was reported that, approximately three weeks post implant, both the right atrial (ra) lead and right ventricular (rv) lead dislodged. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.